Event description:
The summons alleges the tire on the right front wheel suddenly came off, causing the consumer to be thrown forward on the ground, and the other plaintiff fell on top of her. Both plaintiffs were allegedly injured in the incident.

Manufacturer narrative:
Manufacturer obtained information in 2007 where plaintiffs allege that the mother aggravated her pre-existing arthritis, and the daughter alleges that her pre-existing ankle injury was exacerbated, and she has had 2 subsequent surgeries on her ankle. Photos of the casters were provided and reviewed by manufacturer; damage appears to be due to impact damage. The chair has since been repaired by the dealer and put into service. Chair cannot be located at this time. The serial number is unknown. As a conservative measure MDR filed based on injury details.